Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The date of the event is an approximation. This report is 3 of 3 involving the patient experiencing hypoglycemic episodes reportedly due to cgm inaccuracy, with each episode occurring on separate occasions. On (B)(6) 2026, the patient experienced a loss of consciousness. The cgm reading at the time of the event was unknown, and the patient had no recollection of how the episode began. The patient was dog sitting at the time and is estimated to have been unconscious for 20 to 25 minutes before her parent realized something was wrong. The parent was able to wake the patient and provided her with two juice boxes. After regaining consciousness, the patient remained dizzy, developed a severe headache, and felt nauseated. A fingerstick bg measurement showed a bg level of 39 mg/dl, while the cgm reading indicated 79 mg/dl, reflecting a 30 point discrepancy. Approximately one hour later, the patient was able to eat a meal, and her blood glucose levels improved. The cgm reading continued to show inaccuracy relative to the bg measurement. The patient did not seek medical care, and no further treatment was reported, though she continued to experience a persistent headache. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. It has been reported that there was a difference in readings of 30 points. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. This is 3 of 3 reports of the patient experiencing hypoglycemic episode due to inaccuracy that occurred three separate times. Please see related records (B)(4).